Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose >500 mg/dl and was irritable, with a headache and nausea. Patient self treated with an insulin injection. During troubleshooting, the reporter alleged there had been a call service alarm issue. Customer support found no product issue and attributed the bg excursion to training/misuse. This complaint is being reported because the patient experienced hyperglycemia related to user error.

Manufacturer narrative:
Follow-up #1: date of submission 9/6/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available pump history shows no evidence of any cs-088 alarms.. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately..#4. Removed pump cover; no evidence of internal moisture or damage to the pcb was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.